Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received on (B)(6) 2014.(B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant surgery that the pt was left aphakic. The first lens implanted (competitor's lens), vitreous was noted during the surgery, this lens was removed. The second lens implanted in the sulcus was removed due to the haptic breaking. In a f/u, the surgeon does not blame the lens and reports the event continues and is not resolved. The pt will have an iol placement in a secondary surgery.